Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber was unable to vaporize, and the aiming beam appeared at the very front of the path and was flashing. The patient gland volume was 200 g and the joules expended were 32000 j. The procedure was completed with another fiber without patient complications.